Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to customer changing their settings on their own. Customer attempted to self-treat by consuming carbohydrates; however customer required assistance from their spouse by providing juice and carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. H3 other text : device not returned.